Event description:
It was reported that during an initial left knee procedure, the drill pin cold welded into the tibial block. The surgeon was able to remove the cutting block without additional intervention, surgical delay, or patient impact. The pin fractured after surgery when trying to remove it from the block.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: headless trocar drill pin 75mm: catalog#00590102000; lot#65003961 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03343. This event was originally filed under an incorrect MFR number. The report was previously filed under MDR: 0001822565-2021-03342. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use and the pin is jammed in one of the pinholes. Other holes don¿t show any sign of burrs. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.